Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, there was blood in/on the helix mechanism, the lead was stretched and the lead appeared damaged at implant.

Event description:
It was reported that during the implant attempt the lead helix became stuck and was unable to deploy. The physician found it difficult to position the lead due to compression on the lead proximal to the venous access. The retraction and extension of the helix needed 30 to 40 turns because of this compression. The lead was not implanted. No patient complications have been reported as a result of this event.